Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21169236. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20984731. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20359324. The lead extensions were returned and analyzed: model: nm-3138-55; serial: (B)(6) x-ray inspection of the lead extension revealed electrode 8 was fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Model: nm-3138-55; serial: (B)(6) x-ray inspection of the lead extension revealed all electrodes were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. A labeling review was performed on the lead extensions instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The lead extensions were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is unintended use error caused or contributed to event.

Event description:
It was reported that high impedances were identified on the left side lead, and as the number of impedances increased it was suspected that there were fractures on both the left and right side leads. During the explant procedure the leads were deemed to be intact. The high impedances were confirmed to be on the left and right side lead extensions. Both leads and lead extensions were replaced during the procedure, and the patient is doing well post-operatively.

Event description:
It was reported that high impedances were identified on the left side lead, and as the number of impedances increased it was suspected that there were fractures on both the left and right side leads. During the explant procedure the leads were deemed to be intact. The high impedances were confirmed to be on the left and right side lead extensions. Both leads and lead extensions were replaced during the procedure, and the patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 21169236. Product family: dbs-linear leads; upn: m365db2202300; model: db-2202-30; serial: (B)(4); batch: 20984731. Product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: 3143070 batch: 20359324.